Manufacturer narrative:
Follow-up # 1 ¿ (01/02/2015).the patient¿s meter has been returned on 12/18/2014 and evaluated by lifescan product analysis on 12/20/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her one touch ultra 2 meter would not power on. The complaint was classified based on the customer service representatives (csr) documentation. The patient reported that the alleged power issue began ¿2 months¿ ago. The patient manages her diabetes with oral medication (unknown type), diet, and exercise and denied taking any action in regards to her normal diabetes management as a result of the alleged issue. The patient stated, 1 month after the alleged issue occurred, she developed symptoms of ¿dizzy and shakiness¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the csr documented that this was not the first time the patient used the meter and there was no misuse of the product. The batteries in the subject meter needed to be replaced based on the age of the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.